Event description:
A malfunction was reported on the pump by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump and assisted the customer in doing so. The malfunction code did not reappear, and the customer was advised to continue using the pump. Additionally, the customer was instructed to contact technical support again if the malfunction recurs.